Event description:
The hospital biomed reported the device failed the therapy knob portion of the opcheck test. No patient involvement was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.